Event description:
It was reported by service report that the scale was displaying an error code. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: foot-right load-cell malfunction hindered scale and bed exit functions.